Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. A 3.00x12mm promus premier¿ drug eluting stent was selected for use to treat the lesion. However, during the procedure outside the patient's body, the stent delivery balloon catheter became stuck on the wire and was broke upon pulling it out from the wire. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis without the proximal part of the device including the midshaft and the hypotube shaft. A visual examination of the crimped stent found the stent severely damage along its entire length with struts distorted and bunched together proximally. The stent also moved proximally on the balloon. The balloon cone profiles were reviewed and no issues were noted with the distal balloon profile. The proximal balloon cone could not be seen as it was covered by the stent. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage at the distal edge. A visual and tactile examination found compression failure damage (accordioned) on the outer and inner lumen on the distal side. Several kinks were also noted along the length of the extrusion shaft. This type of damage is consistent with excessive tensile force being applied to the delivery system. The device broke at the port bond and the proximal part of the catheter including the midshaft and the hypotube shaft were not returned for analysis. A 0.014¿ guidewire could not be inserted through the entire length of the device due to the damage noted on the inner lumen. The hypotube shaft was not returned with the device for analysis. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. A 3.00x12mm promus premier¿ drug eluting stent was selected for use to treat the lesion. However, during the procedure outside the patient's body, the stent delivery balloon catheter became stuck on the wire and was broke upon pulling it out from the wire. The procedure was completed with another of the same device. No patient complications were reported.